Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue in which the pause protocol was not activated was not confirmed or duplicated during the investigation. The devices were fully investigated, and no issues or malfunctions were identified during the investigation. No obvious anomalies or malfunctions were found during the inspections. All parts were manufactured by bd. Preventive maintenance tests were performed on the returned suspect pca module and the suspect etco2 module to verify their functionality. All the tests were completed successfully without any issue. Pause protocol testing was performed in order to verify the functionality of the feature and was found that the feature was displayed successfully. Another two (2) instances of the test were performed, and in each instance, the pause protocol was activated successfully. The event date of the reported complaint was noted to be 31 october 2025 at 1:00 pm. The last power-on event, corresponding to the date and time provided by the customer and recorded in the suspect pcu event logs, occurred on 31 october 2025 at 12:22 pm. A new patient was selected, the med-surg profile was applied, the concomitant pump module (s/n (B)(6)) was added to channel a, the suspect pca module (s/n (B)(6)) was added to channel b, and the suspect etco2 module (s/n (B)(6)) was added to channel c. At 12:22 pm, pump module 8100 (s/n (B)(6)) on channel a was selected and a guardrails IV fluids infusion was programmed with drugid = 3 (0.9% normal saline), rate = 15 ml/h, and vtbi = 15 ml. The infusion started with pvi = 0 ml. At the same time, pca module 8120 (s/n (B)(6)) on channel b was idle, and etco2 module 8300 (s/n (B)(6)) on channel c started searching. From 12:22 pm to 12:24 pm, channel a continued infusing. Channel b was selected, date and time confirmed, and a bd plastipak 50 ml syringe was chosen. A guardrails drugs infusion was programmed with drugid = 138 (hydromorphone 50 mg in 50 ml, pca dose only), pca dose = 0.35 mg, lockout interval = 15 minutes, and max limit = 5 mg/4 hours. The infusion started with pvi = 0 ml. Channel c remained searching. From 12:27 pm to 12:28 pm, channel a continued infusing. Channel b was selected, and the mode was changed twice to continuous infusion and then returned to pca dose only. The infusion resumed. Channel c remained searching. At 12:31 pm, channel a continued infusing, channel b was idle, and channel c detected breath. From 12:36 pm to 12:37 pm, channel a was selected, the rate was modified to 500 ml, and the infusion resumed with pvi = 3.564 ml. Channel b delivered a dose via dose cord, increasing pvi to 0.35 ml. Channel c was monitoring. From 12:37 pm to 12:38 pm, channel a was selected again, the rate was modified to 15 ml, and the infusion resumed with pvi = 11.937 ml. Channel b remained idle, and channel c continued monitoring. At 12:44 pm, channel a was selected, vtbi was modified to 200 ml, and the infusion resumed with pvi = 13.615 ml. Channel b delivered another dose via dose cord, increasing pvi to 0.7 ml. Channel c continued monitoring. From 1:13 pm to 1:14 pm, channel a continued infusing, channel b delivered a dose via dose cord, and channel c remained in monitoring mode. After that, pump module 8100 (s/n (B)(6)) on channel a was infusing. Pca module 8120 (s/n (B)(6)) on channel b was idle, and etco2 module 8300 (s/n (B)(6)) on channel c displayed a no breath alarm, low etco2 alarm, and then detected breath. At 1:18 pm, channel a was selected, the rate was modified to 999 ml, and the infusion resumed with pvi = 21.974 ml. Channel b remained idle, and channel c was monitoring. At 1:20 pm, channel a was selected again, the rate was modified to 15 ml, and the infusion resumed with pvi = 56.307 ml. Channel b remained idle, and channel c continued monitoring. From 1:26 pm to 1:29 pm, channel a continued infusing. Channel b remained idle, and channel c displayed a high rr alarm, detected breath, and cleared the no breath alarm. At 1:31 pm, channel a was selected, the rate was modified to 999 ml, and the infusion resumed with pvi = 59.16 ml. Channel b remained idle, and channel c continued monitoring. At 1:32 pm, channel a continued infusing. Channel b delivered a dose via dose cord, increasing pvi to 1.05 ml. Channel c continued monitoring. After that, channel a continued infusing. Channel b remained idle, and channel c stopped pca monitoring and restarted etco2 monitoring, detecting breath. At 1:41 pm, channel a completed the infusion with pvi = 213.627 ml, started kvo infusion, and then modified vtbi to 500 ml before starting a new infusion. Channel b remained idle, and channel c continued monitoring. From 1:43 pm to 1:45 pm, channel a continued infusing. Channel b remained idle, and channel c displayed no breath alarms, high rr alarms, and detected breath. At 1:46 pm, channel a was paused with pvi = 296.555 ml. Channel b remained idle, and channel c displayed no breath alarms. At 1:53 pm, channel a was restarted. Channel b remained idle, and channel c detected breath. At 2:09 pm, an air in line (ail) alarm was displayed on channel a with pvi = 569.294 ml. Channel b remained idle, and channel c continued monitoring. From 2:18 pm to 2:20 pm, pump module 8100 (s/n (B)(6)) on channel a was selected, the rate was modified to 15 ml, and the infusion started with pvi = 569.294 ml. Channel b remained idle, and channel c displayed a no filterline alarm, was searching, detected breath, and cleared the no breath alarm. After that, channel a was selected, vtbi was modified to 1 ml, and the infusion started with pvi = 569.375 ml. Channel b remained idle, and channel c continued monitoring. At 2:21 pm, channel a displayed an air in line (ail) alarm, restarted, and resumed infusion with pvi = 569.636 ml. Channel b delivered a dose via dose cord, increasing pvi to 1.4 ml. Channel c continued monitoring. From 2:21 pm to 2:23 pm, channel a displayed another ail alarm, restarted, and resumed infusion with pvi = 569.896 ml. Channel b remained idle, and channel c continued monitoring. From 2:23 pm to 2:37 pm, channel a displayed another ail alarm, restarted, and resumed infusion with pvi = 570.156 ml. The door was opened and closed, vtbi was modified to 500 ml, and the infusion resumed with pvi = 570.291 ml. Channel b remained idle, and channel c displayed a high rr alarm, detected breath, and showed a high etco2 alarm. After that, channel a was selected, the rate was modified to 500 ml, and the infusion started with pvi = 570.291 ml. Channel b remained idle, and channel c continued monitoring. At 2:58 pm, the ac power source was disconnected. From 3:01 pm to 3:02 pm, channel a was selected, the rate was modified to 28 ml, and the infusion started with pvi = 780.905 ml. Channel b remained idle, and channel c continued monitoring. At 3:05 pm, channel a was turned off, channel b was turned off, and channel c was turned off. After that, the system was powered off. Alaris system manual (v12.3.2) says the following: proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system pca pause protocol is an optional and hospital-configurable feature intended to align with hospital/health systems current protocol for patient monitoring during pca therapy. When enabled, pca infusion pauses and alarms when defined monitoring value (respiratory rate low) for etco2 module are exceeded and sustained. The bd alaris system is not intended to replace supervision by medical personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue in which pause protocol was not activated was attributed to a user error. The pause protocol feature works when a respiratory rate (rr) lower was detected, pausing the infusion and displaying the protocol. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the etc02 did not pause the pca as expected. There was patient involvement, but no harm. It was further reported during a call with the customer that the clinician wanted to test the etc02 device. The patient removed their nasal cannula, and the etco2 was alarming "no breath detected" as expected. However, the customer states the pca device never paused the infusion. The patient was still able to request pca doses. The customer reports they have their pump pause settings enabled and the infusion was taking placed in the med surg profile. It should be noted that the device will alarm as designed no breath detected and continue to monitor for respirations. The device will not pause until the respirations drop below a pre-set rate by the customer. In this case the customer reports the set rate is 6 breaths per minute. Additional information received: it was reported on 31oct2025 at 13:00 the etc02 did not pause the pca as expected. Hydromorphone 50mg/50ml pca was a routine order programmed manually using guardrails. The intended infusion rate was loading dose 0.5mg, pca dose 0.35mg with a lockout internal of 15 minutes, and a four-hour max limit of 5mg. There was patient involvement, but no harm. The customer would like to make a product enhancement request for the device to immediately pause pca infusions when the device alarms "no breath detected".

Manufacturer narrative:
Correction: manufacturing location. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the etc02 did not pause the pca as expected. There was patient involvement, but no harm. It was further reported during a call with the customer that the clinician wanted to test the etc02 device. The patient removed their nasal cannula, and the etco2 was alarming "no breath detected" as expected. However, the customer states the pca device never paused the infusion. The patient was still able to request pca doses. The customer reports they have their pump pause settings enabled and the infusion was taking placed in the med surg profile. It should be noted that the device will alarm as designed no breath detected and continue to monitor for respirations. The device will not pause until the respirations drop below a pre-set rate by the customer. In this case the customer reports the set rate is 6 breaths per minute. Additional information received: it was reported on 31oct2025 at 13:00 the etc02 did not pause the pca as expected. Hydromorphone 50mg/50ml pca was a routine order programmed manually using guardrails. The intended infusion rate was loading dose 0.5mg, pca dose 0.35mg with a lockout internal of 15 minutes, and a four-hour max limit of 5mg. There was patient involvement, but no harm. The customer would like to make a product enhancement request for the device to immediately pause pca infusions when the device alarms "no breath detected".